Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: undetermined. Potential causes include air or foam in the return line, a defective return line air detector (rlad), a defective upper user strobe and a defective control stack. Corrective action: the return line air detector was replaced and the machine returned to service. An internal CAPA has been initiated to evaluate the reliability of the rlad.

Event description:
The customer reported that they received an 'air in the return line' alarm and couldn't clear it.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the 'air in the return line' alarm was confirmed in the run data file for this event. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
Patient information is not available at this time.